Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse performed a periodic maintenance (pm) during which the flow rate was adjusted from 1.03 ml/min to 1.07 ml/min. The retention time changed from 0.62 minutes to 0.60 minutes (normal range 0.56-0.62 minutes). Precision, calibration, and quality controls (qc) were run with acceptable results. Fse then verified errors 718 and 101 from the error log. Fse tested the injector valve from the maintenance menu and the function worked without issue. The injector valve error could not be reproduced. To troubleshoot the low pressure issue, fse replaced the check valve. Fse then tested the buffer valves and checked the lines for bubbles. The buffer valves were operating as expected and there were no bubbles in the lines. Fse replaced the pumping unit and the pressure went up to normal pressure limits (pressure range 8.2-12.2 mpa). Fse ran precision, calibration, and qc with acceptable results. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on 30-jan-2018. A complaint history review and service history review for similar complaints was performed for serial number 15077506 from 30-jan-2018 through aware date 23-oct-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. 718 inj.valve error the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause of the 101 low pressure error has not yet been determined. The investigation is in progress. The most probable cause of the 718 inj valve error could not be determined. The 718 inj valve error could not be duplicated.

Event description:
A customer reported that they were getting error 101 pressure low on the g8 instrument. When the customer tried troubleshooting the pressure issue, the customer got an error 718 inj valve message. The customer tried restarting the analyzer multiple times but the errors persisted. Technical support (ts) instructed the customer to reset the injector valve from the maintenance menu, but the error persisted. Fse ordered parts for the repair as the customer was also due for a periodic maintenance (pm). The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the pump assembly was returned for evaluation. Functional testing was performed on the part and the pressure would not rise above 2 mpa. The part failed testing. The check valves were removed from the returned pump assembly and were functionally tested finding all results were within range. The reported problem could not be duplicated. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Evaluation codes: methods: 4109- historical data analysis, 10-testing of actual/suspected device; results: 4180-mechanical problem identified; conclusion code: 4307-cause traced to component failure. The most probable cause of the 101 low pressure error was the pump motor was not able to generate the appropriate amount of pressure to the system.